Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he experienced an occlusion during surgery. The issue was resolved after replacing the cassette. There was no patient harm reported. Additional information was requested, however none had been provided to date.